Event description:
On (B)(6) 2012, the reporter contacted animas to report an intermittent power issue with the pump. The reporter claimed there was no visible damage to the pump. There was no reported patient impact associated with this complaint. There is no indication that the pump caused or contributed to an adverse event. Based on the provided information, this complaint is being reported because the intermittent power issue was not resolved with troubleshooting. A replacement pump was sent to the patient.

Manufacturer narrative:
(B)(4):a review of the black box shows evidence of rebooting. Visual inspection revealed no damage to the battery cap or battery compartment. The battery cap was able to fully tighten to the pump with no yellow o-ring showing.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.animas has received the pump involved with the complaint but have not completed investigations. A supplemental report will be submitted once investigation has been completed.